Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is correcting information submitted on the initial medwatch report. Evaluation results of the customer's report was observed, however could not be duplicated with the device. The etco2 module was replaced as a precaution. The device was recertified and returned to the customer. Reports of this nature do not have clinical impact and do meet the requirement for submission of a medwatch report.

Event description:
Complainant alleged that the device failed self test for etc02. Complainant indicated that there was no patient involvement in the reported malfunction.